Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that the lead would not stay fixated to the myocardium in the atrium during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.